Event description:
Upon follow up regarding an unrelated alarm, baxter product surveillance received the following from the patient's wife. On (B)(6) 2012, she confirmed the reported events. The patient went to hospital on (B)(6) when he had vomiting. Later on had diarrhea which didn't last long. The patient was going through radiotherapy for prostate cancer, therefore, he experienced vomiting. The nephrology dept. Said he had skin bacteria. On an unknown date in 2012, the patient did not drain - just a blockage with catheter, this was the date that she called baxter. She couldn't recall calling baxter on (B)(6). On (B)(6) 2012, product surveillance received the following from the patient's nurse: the patient's nurse confirmed that the patient was taking extraneal, nutrineal & physioneal, modality: automated peritoneal dialysis (apd). She confirmed that the patient experienced bacterial peritonitis due to staph epidermatus. Cause of peritonitis: unknown - only that there was a problem with the cycler that night. Baxter solutions were not stopped due to the peritonitis. Hospitalization required: from (B)(6) 2012 to (B)(6) 2012. Patient recovered, recovery date: (B)(6) 2012, patient had antibiotics ancef, cefazolin, gentamycin, ciprofloxacin and vancomycin. Causality: not related to the solution, more the technique.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfunction or use error identified is not confirmed because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.